Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a treatment of esophageal and gastric varices by ligation procedure performed on (B)(6) 2021. During preparation, the tip of the device was damaged after unpacking. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a treatment of esophageal and gastric varices by ligation procedure performed on (B)(6) 2021. During preparation, the tip of the device was damaged after unpacking. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2022*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of ligator housing damaged/defective. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found no bands attached and the adaper ring was damaged/ruptured. The trip wire was not secured and the slack was not correctly taken up. The suture thread was intact and was attached to the distal trip wire loop. No other problems with the device were noted. The reported event was confirmed. The ligator head was returned without bands attached and the adapter ring was found damaged/ruptured. This could have been caused by user manipulation during/after procedure on the ligator head and the technique performed in order to separate the device from the endoscope. Based on the available information and the analysis of the returned ligator head, the most probable root cause of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label.